Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg ( tsvtwb10) was not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 7 years based on implant date. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: contraindications, warnings, changes in performance, adverse effects DHR review: DHR review was completed for the subject lot number (62975925). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62975925) for similar event and no other complaint was identified review completed utilizing keywords: fracture : implant post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that the implant cuff fractured on the implant. Healing abutment was placed on the implant and the existing crown was placed back on it. Implant remains implanted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k101880.